Manufacturer narrative:
(B)(4). D10: cat#110003454, lot#unk g7 curved inserter thd shaft. Cat#110010241, lot#66577630 g7 osseoti 3 hole shell 46mm b. G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when inserting the cup, the inserter threads were deformed, and it could not be removed. The threaded shaft in the inserter appears damaged, but unable to confirm as the pieces were unable to be separated later. Another cup was used to complete the procedure and there was a 16-30 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product/provided pictures identified the inserter is stuck inside of the shell. The hex of the threaded shaft is damaged and could not be removed to separate the inserter and shell for further review. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.